Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the control solution involved with this complaint has been returned and evaluated by lifescan product analysis on 06/06/2013 with the following findings: the control solution has passed testing with no faults found. The complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/15/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 5/30/2013 and 7/11/2013, respectively, with the following findings:the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging that the subject meter read inaccurate control high. The reporter indicated that the control solution result was "175 mg/dl." This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.